Event description:
It was reported that the device was explanted approximately after implant duration of 20 months, due to unk reasons. No further details were provided. Info learned from implant patient registry.

Manufacturer narrative:
Device not returned.